Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On 08/25/2025, the patient did not report any symptoms at the time of the event. When the cgm reading was 64 mg/dl, the patient self-treated by consuming food and glucose. At an unknown time afterward, an ambulance was called, and the patient was transported to the hospital. Upon arrival, a fingerstick blood glucose reading was reportedly over 1500 mg/dl. No cgm data was available from that point forward. The patient was admitted to the ICU and treated with intravenous insulin. At an unspecified time after treatment, the blood glucose level was reported to be 500 mg/dl. The patient was discharged from the ICU after two days and transferred back to the previous hospital to receive dialysis, as the patient was already undergoing dialysis treatment. There was no documentation of further medical evaluation or intervention, and at the time of the report, the patient was noted to be stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.